Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable. The complaint device was received and inspected. Visually observation revealed the guide frame is in worn condition and possibly heavily used. In addition, we did not observe any bending of the frame itself. The device specification was examined and the results were as expected. Thus, the device is not too big as reported. The complaint cannot be confirmed at this point. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 4 for the same event. It was reported by the sales rep that the customer's rigidfix femoral 3.3mmst cross pin kit, rigidfix femoral st guide frame, rigidfix femoral/tibial rod thumb screw failed during an anterior cruciate ligament acl reconstruction surgical procedure. It was reported that the surgeon placed the guide frame in and they binded up then cold welded but was unable to take apart. The surgeon stated that all of the devices looked too big and not working correctly. The case was completed with another like device. There were no adverse patient consequences or time delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.